Manufacturer narrative:
Product analysis: the product specimen has not been returned for device evaluation. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following implant of this annuloplasty ring in the mitral position, it was replaced with a bioprosthetic valve due to persistent perivalvular leak and regurgitation. The valve replacement was successful and no further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.